Manufacturer narrative:
Date sent to the FDA: 6/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/13/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted that there was a large amount of scar tissue underneath the external oblique aponeurosis with mesh palpable laterally. The mesh was followed medially over to the conjoined tendon area and also opened up more of it along down towards the inguinal ligament shelving edge. The femoral branch of the genitofemoral nerve was found and dissected out, along with the genital branch. The genital branch ran right with the cord along the structures. It was reported that the patient experienced severe pelvic pain, hardness at the surgery site, inguinal neuralgia, scarring, disfigurement, ilioinguinal nerve injections, stress and anxiety. No additional information was provided.